Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a low blood glucose value of 53 mg/dl. Customer's other blood glucose value was 144 mg/dl. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with food for low blood glucose. The device will return for the analysis.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was stated that the customer experienced the symptoms related to low blood glucose such as shaking and sweating. It was stated that the auto mode was active at the time of incident. It was stated that the customer was neither in emergency room not admitted into hospital, as a result of low blood glucose. It was stated that the customer alleges the insulin pump was over delivering because customer was not giving herself bolus when she took her meals but blood glucose was not increasing hence couple of hours after blood glucose will drop. It was stated that the insulin pump was exposed to x rays three times without removing the insulin pump from her body. It was stated that they performed displacement test and it was pass.

Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. The motor was tested outside of the device and passed. (B)(4).